Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device analysis noted the posterior needle tip and posterior foot were broken and not returned. The reported issue with the knot tightening could not be replicated in a testing environment due to the returned condition of the device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device with a 6fr sheath after an angioplasty interventional procedure. Reportedly, a problem with the knot tightening occurred. The suture was cut after removal of the device. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.